Event description:
Five days after a coronary drug eluting stenting treatment procedure, the patient expired. In 2003, the patient underwent angiography and was found to have: total occlusion of the proximal lad with timi 0 flow and collateral flow from the rca; diffuse mild sclerotic appearance of the left circumflex and total occlusion of the obtuse marginal branch with timi 0 flow and collateral flow from the diagonal; rca diffuse mild sclerotic appearance. Ptca of the lad resulted in >60% residual stenosis, therefore, a taxus express2 3.0x28 mm drug eluting stent was deployed at 12 atms for 15 seconds. Ivus revealed that the taxus stent was under expanded in the mid-portion, therefore, post dilation was performed with a 3.5 x 10 mm balloon at 10 atms for 15 seconds and 10 atms for 20 seconds. This post dilatation resulted in successful stenting. The patient was hospitalized with no complaints of chest pain or other symptoms until they were discharged 4 days later. During this hospitalization, the patient received aspirin, plavix, pletaal (anti-platelet agent) and low molecular weight heparin. It is unknown what medications the patient was presceibed at dischange. Two days later the patient lost consciousness and died. It is unknown if an autopsy was performed. No other information is available at this time.